Manufacturer narrative:
Reported event: a patient experienced a femoral fracture that translated through the bone pin sites from their previous mako pka procedure. A revision surgery was required to correct the fracture. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Device history review: review of the device history records (see attachment 1) for the associated lot indicated (B)(4) devices (144000-07 non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 06/17/2016 and accepted into final stock on 06/17/2016 per erp. See attachment 2 for lot transactions. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 144140, lot number w45241 shows no additional complaints related to the failure in this investigation. Conclusions: there was no alleged deficiency of the bone pins. There is no evidence that the pins used during the previous mako pka procedures were non-conforming in any way. There is no additional investigation that can be completed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). Patient presented to dr. (B)(6) office with a femoral fracture 3 days post medial makoplasty. The fracture line was through the bone pin tracts. Surgeon had to fix the fracture with open reduction and internal fixation with a distal lateral femoral long bone plate and screws.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). Patient presented to dr. (B)(6) office with a femoral fracture 3 days post medial makoplasty. The fracture line was through the bone pin tracts. Surgeon had to fix the fracture with open reduction and internal fixation with a distal lateral femoral long bone plate and screws.